Event description:
Healthcare professional reported right side "periprosthetic shell stage 3: the breast is hard and deformed, but no pain, intracapsular rupture with intracapsular diffusion of silicone (reason for recovery), silicone perspiration, deflation, surgical discovery color modification". Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, via regulatory agency, right-side "periprosthetic shell stage 3: the breast is hard and deformed, but no pain. Intracapsular rupture with intracapsular diffusion of silicone (reason for recovery), silicone perspiration, deflation, surgical discovery color modification". Healthcare professional later reported capsular contracture baker grade IV. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). Capsular contracture: unable to observe as it is not related to the manufacturing process. Product discolored: not observed discoloration on the device. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: b1, d1, d2a, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported right side "periprosthetic shell stage 3: the breast is hard and deformed, but no pain, intracapsular rupture with intracapsular diffusion of silicone (reason for recovery), silicone perspiration, deflation, surgical discovery color modification". Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted and replaced.